Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that remote monitoring of this device displayed a high out of range shock impedance measurement. This physician has reviewed this information and is monitoring this device. No adverse patient effects were reported.

Event description:
Additional information was received. The physician has made a decision to further monitor this system and not perform any invasive testing.

Event description:
Additional information was obtained. During a follow up visit, shock impedance measurements were increased but within normal labeling range. As the right ventricular lead is a single coil lead, this was determined acceptable. No noise or tachycardia episodes were recorded. All other measurements were normal. A decision has been made to further monitor this system.

Event description:
Additional information was obtained. A further high out of range shock impedance measurement was displayed. An internal technical service consultant was contacted and reviewed the data. No noise was recorded in the stored electrogram. It was determined the data did not display any mechanical lead issue and there might be a more inherent high impedance value rather than a lead issue. However, further lead testing was recommended to exclude a lead issue. Further invasive testing was recommended.